Event description:
It was reported that during procedure, the patient's right ventricular (rv) leads was found to have insulation damage. On (B)(6) 2022, the rv lead was capped and replaced. The patient was stable throughout procedure.